Event description:
It was reported that a patient's lead migrated up and to the left. An x-ray confirmed the migration on (B)(6) 2013. The patient experienced inadequate pain control and stimulation was not felt in the pain area. A surgical revision was performed on (B)(6) 2013 and it was stated that the patient recovered without sequela on that date as well. It was stated that the event was related to the device or therapy, but not related to implant procedure. Approximately one week later it was stated that the patient experienced pain. No further information was provided. If further information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).